Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During atrial lead implant, there was low pacing impedance. The lead was replaced to complete the operation. Post-procedure the patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.